Event description:
The report received from the affiliate indicated that the stent delivery system (sds) balloon of the cypher select plus 3.0 x 18 mm stent did not inflate. The stent was not expanded/implanted. There was no reported pt injury. The report stated the pt was treated with the same like product. Additional info has been requested, but is not available at this time.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt. The preliminary comments regarding the returned product indicated that the distal and proximal stent struts were flared.